Event description:
During a stenting to the aha13, the lesion was pre-dilated with a balloon (2.5/28mm) and then the cypher was delivered; however, it failed to cross the target lesion even after several attempts. The physician confirmed that the distal end of the stent was flared. Pre-dilation was conducted at high pressure and a new cypher (2.8/28mm) was implanted at the target lesion. The procedure was completed successfully. There was no patient injury reported. There were no anomalies indicated prior to use. The patient's age was unknown. The target lesion was aha13. It is unk if the lesion was a de novo; however, the lesion was heavily calcified and highly tortuous. There was 90% stenosis.

Manufacturer narrative:
This product was received; however, analysis has not yet begun. Additional information will be provided within 30 days of receipt.